Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis device. During a revision surgery, it was confirmed that the right cylinder had a ballooning, so the right cylinder and a pump were replaced. There were no patient complications.

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis ipp device. During a revision surgery, it was confirmed that the right cylinder had a ballooning, so the right cylinder and a pump were replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned pump and cylinder underwent a comprehensive evaluation. Microscopic inspection identified contamination (bodily fluid) in the ms pump, which did not pass the test. The cylinder exhibited wear at the proximal fold, middle, and distal end, also not passing the test. Leakage testing was performed on both components, with results passing. Functional testing was not performed on the ms pump. Based on the available information and analysis, the reported clinical observations of bulging and mechanical issues could not be confirmed. A conclusion code of cause not established was assigned to this investigation.